Manufacturer narrative:
As a result the lead and device were explanted. There was allegation that the battery in the device was drained due to the issues with the defibrillation lead. A return request was made for the return of these products. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise, undersensing, a loss of capture and pacing impedances less than 200 ohms. No adverse patient effects were reported. This patient had not been evaluated for over a year.